Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. An xt clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets. Post-deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). No additional clips were implanted. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported entrapment of device associated with clip getting entangled in the anatomy resulting in slda could not be determined. Image resolution poor is related to procedural conditions as imaging difficulties were reported due to the imaging quality. Unchanged mr appears to be related to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and a flail. It was noted that imaging was difficult. An xt clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets. Post-deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.